Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on an unknown date. The customer's blood glucose level was 606 mg/dl at the time of hospitalization and the current blood glucose was 277 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that their belt clip was broken. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer was admitted on may, 6 to hospital, emergency medical treatment were dispatched

Manufacturer narrative:
(B)(4). Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Device received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.